Manufacturer narrative:
Patient information is not available for reporting. Although the patient¿s age is unknown, it was reported to be ¿advanced.¿ additional product codes for this report include hwc. UDI number: (B)(4). Explant date: the complainant part was not explanted. The complainant part is not expected to be returned for evaluation. Initial reporter hospital contact number: (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 30, 2015 - expiry date: january 1, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure for a humeral distal bone fracture on (B)(6) 2015. The surgeon began the procedure, which was to place a variable angle - locking compression plate (va-lcp), in accordance with the technical guide. After drilling the third hole from the distal end, which was at the most distal radial edge, the surgeon attempted to insert a va locking screw. The surgeon then encountered difficulty locking the screw into the plate. A spare va locking screw was used, but the same issue occurred. The surgeon then decided to insert the spare screw into another hole. The attempt was successful and the procedure was completed. A twenty (20) minute delay was noted. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The awareness date of the complaint has been further clarified by the reporting affiliates. The correct date of awareness was (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.